Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2008 explanted: product type lead product ID neu_unknown_ext lot# unknown implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported measured impedance was over 4000 ohms and likely damage to extension or lead. Consequences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.